Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to re-link the sensor. After re-link of the sensor, the system showed better agreement betwwen sg/bg. User was encouraged to continue using the system.

Event description:
On 22 july 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported inaccurate readings between sg and bg. It was confirmed by user's hcp that the test strips used for bg were reading incorrectly, as high as 300. Customer care was also informed that user got a steroid shot as well as additional medication ( synjardy xr and mounjaro) before the case was escalated. To correct potential calibration misalignment, the user was instructed to perform a sensor re-link, which clears the historical calibration buffer and reinitializes the sensor. After monitoring the system and reviewing the available data, support found that the system was showing better agreement between sg/bg. User was advised to enter additional differences in bg values observed into the system, as calibrations or glucose events. B4.date of this report 20 oct 2025. G3.date received by the manufacturer? 20 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 19,4310.